Manufacturer narrative:
A4-a6:unk. H6: off-label - age<21 work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.5/1.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2023. Reportedly, "the doctor found a floating linear sticking to the surface of the lens during the surgery. The foreign particulate was removed and surgery was done." The problem was resolved. The cause of the event is unknown.